Event description:
It was reported an infection occurred. On (B)(6) 2019 a left atrial appendage closure (laa) procedure was performed and a watchman laa closure device was successfully implanted. On (B)(6) 2019 the patient presented to another facility for a heart catheterization. Vegetation was observed on the watchman; positive cultures confirmed an infection. At an unknown time, the watchman was explanted and the appendage was clipped. No further complications were reported.